Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that the patient had presented 5 day post op with foreign body under flap in left eye. Patient was treated with a flap lift and rinse procedure. The patient complained of blurred vision left eye. There was loss of best corrected visual acuity. The patient did not report that the symptoms were disabling or significantly interfering with their daily activities. Preop bcva 20/20 both eyes on (B)(6) 2018 with refraction of: right eye: sphere: -3.25 cylinder -1.00 axis 175; left eye: sphere: -3.25 cylinder -1.25 axis 0.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.